Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The screw heads broke during implantation by hand not power. The broken screw heads were removed from the patient. The drill bit broke while drilling through cortical bone and was removed. The surgeon was concerned about stability since the screw heads were not there to secure the plate. The hospital would not allow this rep any additional patient information

Manufacturer narrative:
Evaluation summary: the reported event that the cutting flute of the drill bit broke off could not be confirmed and the age of the devices could not be determined, since the devices were not returned for evaluation and the lot number was not communicated. The instructions for cleaning, sterilization, maintenance and inspection include the following statements: ¿[the manufacturer] does not typically specify the maximum number of uses for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. [¿] functional check for multiple use drill bits: description and function: multiple use drill bits, cannulated drill bits, burrs, taps, core drills. Potential failure modes: defective coupling end (eroded). Blunt and dull cutting flutes. Tips, helix coil, bent. Preventive maintenance: such instruments are recommended as single patient use. Regular functional check and visual inspection. In case of failure, the instrument must be replaced and not be used. [¿]the cutting edge of the instrument should be inspected prior to clinical use. The cutting function could be restricted if the cutting edge or the tip of the instrument is damaged.¿ [original statement]. The instructions for use for instruments v15011/j state that: "only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. Ensure that drilling and cutting tools are sharp. Before every operation, ensure that all devices to be used during the operation function correctly with each other. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. [¿]¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The root cause of the reported event could not be determined as the reported devices were not returned for evaluation. If any further information is provided, the investigation report will be updated. More detailed information about the complaint event as well as the affected devices must be available in order to determine the root cause of the complaint event.

Event description:
The screw heads broke during implantation by hand not power. The broken screw heads were removed from the patient. The drill bit broke while drilling through cortical bone and was removed. The surgeon was concerned about stability since the screw heads were not there to secure the plate. The hospital would not allow this rep any additional patient information